Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the "add bg" button on the bolus delivery screen has become "adf bg". Reportedly, the display issue did not block any graphics and text. The customer's blood glucose was 311 mg/dl. The customer would continue to use the pump for insulin therapy.